Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure when the physician was hooking up the left ventricular (lv) lead to the header block of the new device the physician could not get the lv lead to go all the way into the header block. The physician went to put the wrench kit into the header block and it would not go into the set screw. The physician said that it was loose in the header block and they could not screw it. The device was exchanged out for a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.